Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer to resolve the issue. The tc checked the audit logs and found that the system did alarm and that the customer acknowledged the alarms when they occurred. The customer later confirmed that they did indeed acknowledge the alarm indicating that no malfunction occurred. The device remains on site and in use.

Event description:
The customer reported that their system failed to alarm for an asystole event. The patient had a 20 second asystole.